Event description:
It was reported that the procedure was to treat a de novo lesion located in the mildly calcified, moderately tortuous, distal circumflex. An attempt was made to inflate the 2.0x12 mm mini trek balloon catheter at the lesion; however, it did not inflate at all. There was no resistance felt during advancement of the balloon catheter to the lesion. A non-abbott balloon catheter was used to complete the procedure successfully. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported difficulty during inflation was not confirmed. Based on visual and functional analysis of the returned device, there is no indication of an issue/observation caused by, or related to the design, manufacture, or labeling of the device. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for inflation difficulty reported from this lot. Based on the information reviewed, there is no indication of an issue/observation caused by, or related to the design, manufacture, or labeling of the device.